Event description:
It was reported that the right ventricular lead exhibited noise and a nick in the lead was observed during a pulse generator changeout procedure. The lead was repaired using a suture sleeve and medical adhesive. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.